Event description:
It was reported to philips that after a power outage, the device's suite computer was not booting. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) went onsite and confirmed the reported problem. Upon troubleshooting, the fse found that the suite pc was defective and wouldn¿t reinstall the software. The defective suite pc was returned to philips for further analysis. The cause of the suite pc failure could not be conclusively determined by the supplier's part analysis, however the field service engineer's replacement of the suite pc and ssd os haswell, as well as reloading the software, and configuring backups, resolved the reported issue and restored system functionality. After functional checks, the system was returned to working conditions. The codes were updated based on the investigation outcome.